Event description:
The complainant reported the insertion of an impella 5.5 to a patient in acute myocardial infarction/cardiogenic shock was unsuccessful due to the patient's anatomy. The device was unable to be advanced. The impella 5.5 implant was aborted. Subsequent treatment is unnoted as well as status of the patient following the event. However, there was no report or indication of adverse effects as a result of this event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details, the root cause of delivery is determined to be patient condition because the pump was unable to pass through the vasculature due to resistance in axillary artery.